Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Ulceration is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of ulceration as follows: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures.

Event description:
Dr reported an event of "5 cm gastric ulcer", being device related. Pt was admitted to the hospital and a lap-band ap system adjustment took place to treat event.